Event description:
It is reported that the patient's 4 week post-operative x-ray showed radiolucency about the posterior aspect of tibia implant.

Manufacturer narrative:
This report will be amended when our investigation is completed.